Event description:
During incoming inspection, the distributor rejected this device, 138104, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received 274 of 138104 in original packaging. Lot number was verified. Sampled (B)(4) devices and performed a visual inspection of the device, there were no obvious signs of a breach. Performed a functional inspection, the devices were dye leak tested which indicated that (B)(4) devices had an insufficient heat seal. Four of the devices had a sufficient heat seal on the package as there was no leak. A root cause cannot be determined; however, based upon evaluation of the devices, a possible cause of this event could be device encroaching the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use the user is advised to inspect and test each device before each use. We will continue to monitor per regulatory requirements to help ensure patient safety.